Event description:
Lateral port for right shoulder arthroscopy. At the time of skin suturing, a partial thickness burn, approx 3mm, noted. Burn caused by the vulcan saphyre 90 degree bipolar ablation probe. This probe has an integrated cable and is single use. Probe has been taken out of service.